Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle lancing device was broken, noting it would not penetrate her skin. It was further reported that on (B)(6) 2018, she began to feel weak, thirsty, and sick, so she rushed herself to the hospital. At the hospital, the customer was diagnosed with hyperglycemia, treated with insulin via intravenous infusion and was admitted to the hospital. Customer was discharged the following day, on (B)(6) 2018. Customer declined to provide any additional information and ended the call. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported her adc freestyle lancing device was broken, noting it would not penetrate her skin. It was further reported that on (B)(6) 2018, she began to feel weak, thirsty, and sick, so she rushed herself to the hospital. At the hospital, the customer was diagnosed with hyperglycemia, treated with insulin via intravenous infusion and was admitted to the hospital. Customer was discharged the following day, on (B)(6) 2018. Customer declined to provide any additional information and ended the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs lancing device, and there were no trends that indicate any potential product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.